Event description:
Weak/torn mesh. The physician stated that the needles tore the mesh and left large holes. He was concerned about the sutures tearing through. No pt injury was reported as a result of this event. No add'l info is anticipated.